Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy, on the right lung middle and lower lobe excision, there was an occlusion of the right lower lobe tissue, after firing, they were unable to remove the device from the tissue. The reload was unable to open and lead to inability to unload the staples and it extended the operation time by 30 minutes or more. They used other device to complete the case. There was no patient injury.